Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to an excessive vault. The patient experienced pigment dispersion and suspected endophthalmitis. The reporter stated the implanted lens was no longer suitable for the patient due to post-op inflammation in the anterior chamber.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken/bent/deformed, and a spot on the lens surface. Dimensional inspection found lens was within specification. Work order search: one similar complaints were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within estalished process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).